Event description:
The customer's husband called to report that the customer passed away. Prior to the customer's death, the husband stated that she was wearing the insulin pump and experienced severe low blood glucose levels, and eventually went into a coma. The husband stated that the customer received too much insulin prior to the event. No date of death was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.